Event description:
During a phacoemulsification procedure, the monitor went blank. The unit was powered down and when it was powered back up, the monitor was functional however irrigation was constant. The unit was able to be used for the procedure.